Manufacturer narrative:
(B)(4). Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that there was a crack runs up through the battery compartment towards the main body of the pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.